Event description:
It was reported that the patient presented in the hospital for device change out due to normal eri. It was noted the patient had received a vibratory notifier alert for low pacing lead impedance. The lead was capped and replaced. Patient condition was well after event.